Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion, urinary problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal tissues. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh excision on (B)(6) 2013 by (B)(6) due to mesh exposure and pain.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced adhesions, recurrent urinary incontinence and urinary retention.

Manufacturer narrative:
It was reported that following insertion the patient experienced burning sensation and urinary tract infection.